Event description:
It was reported that the pt's programmer indicated a discrepancy in telemetry values. Specifically, it was noted that their neurostimulator still showed a full charge after "weeks" of use. However, when the device was read with the external recharger it showed that it was 75% of full charge. Additional info has been requested, but was not available as of the date of this report. A follow-up report will be sent if info becomes available.

Manufacturer narrative:
(B)(4).